Event description:
A report was received that a patient underwent an explant procedure of the ipg due to difficulty charging. Troubleshooting was previously performed without success. The physician suspected the ipg was malfunctioning and decided to replace it with a new one. The patient was reprogrammed and is reportedly doing well.

Event description:
A report was received that a patient underwent an explant procedure of the ipg due to difficulty charging. Troubleshooting was previously performed without success. The physician suspected the ipg was malfunctioning and decided to replace it with a new one. The patient was reprogrammed and is reportedly doing well.

Event description:
A report was received that a patient underwent an explant procedure of the ipg due to difficulty charging. Troubleshooting was previously performed without success. The physician suspected the ipg was malfunctioning and decided to replace it with a new one. The patient was reprogrammed and is reportedly doing well.

Manufacturer narrative:
The ipg passed all visual, photographic, electrical and performance tests performed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. The battery is depleting its charge at a rate which is within the typical ipg battery depletion rate.